Event description:
As reported, during use in patient with this manifold, it broke during the mobilization procedure and a blood leakage was produced. To solve the issue the device was replaced. As per the hospital information the pharmaceutical service, confirmed that there was an evident leak through the thermistor cable was connected. The amount of blood lost by the patient was not measured. There was no allegation of patient injury. The device was not available for evaluation. It was discarded as the device was heavily impregnated with the patient's blood.

Manufacturer narrative:
It was further informed that the device was not available for evaluation since it was discarded at hospital. However, an engineering evaluation will be completed to consider any potential factors that may have contributed to this complaint and a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Corrected data: corrected section h3 - device evaluated by manufacturer updated section h6 (component code, device code, type of investigation, investigation findings, investigation conclusions) no product was returned for evaluation since it was discarded at the hospital. Based on further engineering investigation, there is no indication that a manufacturing nonconformance contributed to the reported complaint. There are manufacturing controls to avoid potential causes related to the reported malfunction. In addition, without the return of the product, a definite root cause is unable to be determined. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully.